Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 324 mg/dl. A system check was performed while film was observed to be surrounding the cartridge tubing. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.